Manufacturer narrative:
The investigation confirmed that non-reproducible higher than expected vitros trop I results were obtained from three different patient samples and a known troponin I free sample when processed using a vitros troponin I es reagent lot 2870 in combination with two different vitros 5600 integrated systems. The most likely assignable cause is instrument related. For instrument s/n (B)(4), a within-run vitros tropi es precision test using a known troponin I free sample run did not meet expectations. Both instruments, s/n (B)(4), were visibly dirty and reporting condition codes. The instruments were not performing as expected and cannot be ruled out as a contributing factor. After service actions including cleaning and replacing parts were completed, the instruments were performing as expected. While historical quality control performance is within expectations, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for a sample with troponin I concentrations at or below url (0.034 ng/ml) and a reagent issue cannot be entirely ruled out as a contributing factor. Additionally, the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected patient samples, although, this could not be confirmed. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit mdrs from 5 july 2018 ¿ 19 july 2018.

Event description:
A customer observed non-reproducible, higher than expected, vitros tropi es results from three different patient samples and a known troponin I free sample when processed using a vitros troponin I es reagent lot 2870 in combination with two different vitros 5600 integrated systems. Patient #1 sample result of 0.421 ng/ml vs. The expected result of <0.012 ng/ml; patient #2 sample result of 0.328 ng/ml vs. The expected result of <0.012 ng/ml; patient #3 sample result of 0.421 ng/ml vs. The expected result of <0.012 ng/ml; known troponin I free sample result of 0.346, 0.303 vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. It was unknown if the higher than expected vitros tropi es patient results were reported from the laboratory. However, there were no reports that treatment was affected based on the higher than expected results. Ortho was not made aware of any allegation of actual patient harm as a result of events. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).